Event description:
Healthcare professional reported right side deflation. Device was explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). G.3 for initial emdr-01055 was inadvertently left blank, the correct g.3 data is 07/may/2021. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curve opening, brown particles in shell. The leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening due to unidentified(tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device was explanted and replaced.